Event description:
This rn was called into patient's room by cna. Cna was drawing an anti-xa. Cna stated that when she went to pull the light blue tube off of the transfer device, the top came off from the clear portion. Patient's blood was drawn again and sent to lab in new tube. Lot number on blue tube: 0072486, expiration 2020-12-31.